Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2015 for a routine follow up, upon interrogation the programmer display a message "is this an older device?" No further trouble shooting could be performed. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).